Event description:
It was reported the customer went to the hospital with an elevated blood glucose (bg) level of 900 mg/dl. It was reported that the pump allegedly was not delivering boluses. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.